Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump turned off and the settings got erased. The customer stated that he changed the set the night before and mat have forgotten to change the battery. The blood glucose at the time of the incident was 418 mg/dl which he would treat with the insulin pump. The customer stated that the insulin pump alarmed battery out limit after changing the battery. Troubleshooting was performed. The customer confirmed that the batteries were out of the device longer than time allowed. It was advised that is normal behavior and to monitor the insulin pump. The device will not be returned for analysis.